Event description:
It was reported that the right ventricular lead had increased impedance and increased threshold. The lead also had noise and oversensing observed. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and the distal conductor was fractured. There was blood/body fluid (not obstructed) on the distal conductor and a breached cut and cosmetic depression on the outer insulation. There was blood in/on the helix mechanism and tissue on the helix.